Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etew2828c82ee.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was endurant iliac limb stent graft, left and right migration. The investigator did not indicate it this was device or procedure related. No clinical sequelae were reported and the patient is fine.